Event description:
On (B)(6), 2008, it was reported to boston scientific corp that an endovive standard peg kit pull method device was received at the customer site damaged; the box was torn open. No pt was involved in this event.

Manufacturer narrative:
Visual examination of the returned device revealed that the exterior box had been torn severely in multiple directions at the end of the box which correlates to the bottom of the box label. The tears were jagged and part of the box had crumpled slightly. The box label was also torn. The exterior box was opened and the top internal kit box was also found to be torn and damaged. The internal components of the interior box were partially exposed. The bottom interior box was not damaged. The device history record for this lot was reviewed; no anomalies were noted. A review of the complaint database did not identify any other complaints for this lot. (B)(4).